Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to dissociation of the stem and extension piece. The stem, extension piece, and standard femoral component were revised. Rep reported that he can provide pictures, and otherwise confirmed that no further information will be released by the hospital or surgeon.